Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.